Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified procedure at l1-s1. During surgery, the screwdriver tip broke in the screw head when surgeon was trying to remove or revise the screw. Fragments of the broken part remained inside the patient. No patient symptoms or complications were reported at this event.